Event description:
The patient returned the reported meter to lfs for evaluation. The patient¿s returned meter was evaluated on (B)(4) 2013 with failing results. The patient¿s complaint of missing results could not be reproduced. A secondary issue was determined as testing found a cold solder joint on the dataport. There was no patient injury associated with this issue.

Manufacturer narrative:
The patient returned the reported meter to lfs for evaluation. The patient¿s returned meter was evaluated on (B)(4) 2013 with failing results. The patient¿s complaint of missing results could not be reproduced. A secondary issue was determined as testing found a cold solder joint on the dataport. There was no patient injury associated with this issue. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.